Manufacturer narrative:
According to the facility on 05/11 a staff member was wearing a mask and experienced redness, itching, and coughing. Per the facility the staff member was given a steroid pack and prescribed an antibiotic to treat the allergy. Per the facility the staff member has known latex allergies and they had been using this product multiple times a day for several weeks. According to the facility the staff member is doing 'good' and the issue has resolved. The product was returned for evaluation, and a definitive root cause could not be determined. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on 05/11 a staff member was wearing a mask and experienced redness, itching, and coughing. Per the facility the staff member was given a steroid pack and prescribed an antibiotic to 'treat' the allergy.